Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 50 mg/dl, cause was unknown. Reportedly, the customer experienced dizziness and hot flashes. Customer consumed glucose tablets to address bg. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that an altitude alarm occurred and a cartridge alarm 06 occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. A new cartridge was loaded, and insulin delivery was resumed.